Event description:
It was reported that the customer has cracks on the insulin pump from the top corner of the screen. Customer's blood glucose level at the time 197mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.